Manufacturer narrative:
The investigation into the aic - pump issue has been completed since the initial report was submitted. The console was returned, visually inspected, and tested. The cause of the aic issue was a defective optical bench. The optical bench displayed noise that disrupted signal-to-noise ratio (snr) measurement.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 76-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, the automated impella controller (aic) displayed a placement signal error. The aic was replaced and the placement signal error was resolved. There was no patient harm related to this event.